Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose read "high" on the glucometer. Troubleshooting could not be performed at the time of the report because the customer did not have the necessary supplies. The customer was using silhouette infusion sets. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. At the time of the phone call, the customer was advised to seek emergency medical attention to treat her blood glucose. It was later learned that the customer has been hospitalized due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.